Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were 1820, 1822 motor locked, 1816 error codes, key stuck, high pressure and no disposable alarm messages. A functional check and visual inspection were conducted. The reported issue was unable to be duplicated. Since multiple alarm messages were found, it was recommended that the motor, downstream occlusion sensor and keypad be replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump kept beeping. There was no patient involvement.